Event description:
It was reported that the customer's insulin pump was alarming button error. Customer's blood glucose level was 144 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Pump was received with unresponsive buttons due to corroded keypad traces. No buttonerror alarm noted. Unable to perform displacement test due to unresponsieve buttons. The unit had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.